Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery change. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. Cambio de baterias. El cliente no aporta mas informacion cs300 **cesion. This is an automated draft translation - if any uncertainty contact the local ssu immediately: battery change * the client does not provide more information cs300 **assignment.

Event description:
It was reported that during a preliminary check-up the cs300 intra-aortic balloon pump (iabp) had a battery change. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Corrected data : b-5, b-6, b-7, d-11. Additional data : b-4, g-4, g-7 , h-2, h-6, h-10, h-11.

Manufacturer narrative:
It was reported that, during routine check the cs300 intra-aortic balloon pump (iabp) had an issue with battery. Client did not provide more information. A getinge field service engineer (fse) investigated the issue and replaced batteries (d040-00-0147). No patient was involved.